Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the connection broke when the syringe was connected to the injector and a saline was pushed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample and several photos were provided to our quality team for investigation. Through visual inspection, the injector luer was observed to be broken off in the syringe, there was no other visible damage or defect observed that could have contributed to the luer breaking. Product undergoes a series of visual and functional evaluations throughout manufacturing, including verifying all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our manufacturing process at this time. It is possible the luer broke as a result of the force used to engage the device with the mating component. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.